Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient did not think the device was helping him that much, so he stopped charging it so often. The battery went into overdischarge. The patient stated he had a hard time charging and felt if he didn¿t have to charge as much or as long that he would use it more. The rep started a 60-minute countdown and charged for over an hour. The rep stated they would tell the healthcare professional about how the patient feels about charging. The patient wants a non-rechargeable battery. The rep cleared the power on reset (por) message. After that, the rep started creating programs. The patient stated he forgot how good the stimulation felt and the issue was resolved. No further complications were reported.